Event description:
The plaintiff's attorney alleged that the decedent experienced metabolic alkalosis, hypokalemia, hypotension, cardiovascular events and subsequently expired on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs 1225714-2014-04723 and 1225714-2014-04724.